Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient experienced chronic pain from prior procedure. A surgical procedure was performed to implant new inflatable penile prosthesis (ipp) pump and cylinders. There was no malfunction with the explanted components. The patient had a successful outcome following the procedure.